Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3998, lot# j0555162v, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that a patient has experienced stimulation turning off and had to turn stimulation back on. It was reported that this happened "sometimes" at (B)(6).